Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting. No additional information was able to be obtained.